Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: 1 month ago; inratio: 2.2; lab: 1.7 (30 minutes between testing); (B)(6) 2011; 3.3; 2.2 (25 minutes between testing). The pts doctor was concerned with the reading (2.2, 1.7) and she ended up checking into the hospital for a bleeding problem. The pt stated it was because of the reading of the lab draw. Pts doctor told her to lower her medication due the result she got on her inratio meter (3.3). After the results came back from the lab draw, the doctor called the pt back and told her to leave the medication dose the same. Pt reports having a hard time getting blood sample and uses a rubber band tied around her knuckle then pricks her finger.

Manufacturer narrative:
Per issue, pt takes digoxin and l-thyroxine. Per product user guide, "certain prescriptions drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Pt's current medication cannot be ruled out as a cause for unexpected inr results or errors in testing. Pt has difficulty obtaining blood and ties a rubber band around her knuckles before pricking finger. This may also contribute to unexpected inr results or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011; inratio meter = 2.2; reference = 1.7; mean = 1.95; confidence limits = 1.3 - 2-7. Date: (B)(6) 2011; 3.3; 2.2; 2.75; 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Recent test conducted on lot #254609 on 08/23/2011 met accuracy criteria. Test results are as follows: donor 92 = 3.6, 3.3, 3.6 inr; donor 93 = 2.4, 2.0, 2.3 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 92 (3.02 inr) and donor 93 (2.14 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test results comparison met accuracy criteria. Pt's medication cannot be ruled out as a cause of the unexpected inr result. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Action threshold (B)(4) has been reached. As a result, testing was reviewed. Strip lot in complaint has strip code p152a which brick lot number 246555 was assigned and packaged into strip lots (254609 and 257062). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time.